Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported that the device needs to be checked for a power source issue. The device was evaluated by the field service engineer (fse) but there were no battery error codes in the device history. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse installed a new power cord and ac voltage. The device passed all testing and functions as intended.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6)2020 upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-01192 was submitted. Any further information will be noted on the actual complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.